Event description:
It was reported the patient was having troubles with their stomach and wasn¿t sure if they needed their implantable neurostimulator (ins) checked. The patient stated that over the past couple weeks prior to report they were experiencing a lot of pain in their stomach. The patient described the pain as an ulcer type pain. The patient stated they were getting waves of nausea and the nausea started (B)(6) 2014. The patient noted it was like before they had the ¿pacemaker¿ implanted.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).